Event description:
It was reported that the pt had a pump and catheter explanted due to an infection. As the physician knew that the pt would experience withdrawal following the explant, the pt was hospitalized prior to going through withdrawal. The pt experienced an underdose with symptoms of confusion, lethargy and chills. The pt was conscious and was being monitored. The pt was also being weaned off of the lioresal intrathecal baclofen post explant by administering the drug with an externalized catheter. Preservative free saline was being used to dilute the lioresal to continue to wean the pt. The pt had another pump implanted in '08.

Manufacturer narrative:
.